Event description:
The filter can not be opened after reaching the inferior vena cava through the transmission sheath, so it can be used normally after being replaced with a new filter.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer, manufacture engineer and complaint analyst reviewed the sample returned from the customer. Customer returned empty cartridge (without the filter), pusher wire, and two delivery catheter sheath. Dry blood/body fluid was found inside both delivery catheter sheaths. There were no damage found on the returned device. Device was functionally evaluated. Pusher wire was inserted into both delivery catheter sheaths, pusher wire advanced and was removed from the both delivery catheter sheath without any resistance. Customer did not return the filter and so the alleged complaint could not be confirmed. The complaint was not confirmed, so no corrective action is required at this time.

Event description:
The filter can not be opened after reaching the inferior vena cava through the transmission sheath, so it can be used normally after being replaced with a new filter.